Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the patient had vomiting and his blood glucose has risen to 1153 mg/dl due to pneumonia. At the hospital, the operators noticed that the cannula was not inside the patient's body. The type of treatment and blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.